Event description:
The user facility reported that the angio-seal device did not click properly. It was tested prior to any insertion and another angio-seal device of the same lot was used to complete the procedure without issue. There was no patient injury or harm. The event occurred before use on patient, during preparation. Additional information was received on 22may2025: this happened at the point when the hemostatic valve was married to the dilator arrow to arrow, therefore it was not inserted into the patient at any point, it just did not and would not click together at all.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the carrier tube, hemostasis sheath, header bag and arteriotomy locator. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly were returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 42. Arteriotomy locator - d4. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).